Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device reached eri (elective replacement indicator) less than 3 years post implant. It was also reported that the lead output was set to a high output. The device is planned to be replaced and the lead remains in use. No patient complications have been reported as a result of this event.